Event description:
Patient implanted with a unilateral click'x construct at l4-s1 (3 click'x screws / 1 rod), returned for x-rays on (B)(6) 2011. The x-rays show the rod has slipped out of the s1 screw and the 3-d head has popped off the l5 screw. The patient was scheduled for revision on (B)(6) 2011. This is the first of four reports for this event.

Manufacturer narrative:
Explant date of (B)(6) 2011 has not been verified. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.